Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Vessel closure: boomerang closure system; stent: xience v 4.0x18. In this case, there was no reported product deficiency. The reported angina and restenosis are known adverse events listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported via a trial that on (B)(6) 2009 the patient underwent coronary artery stenting with one 4.0 x 18 mm in the distal circumflex and one 2.5 x 12 mm in the second obtuse marginal, both were xience v stents. The patient experienced angina and on (B)(6)2010 the patient underwent percutaneous transluminal coronary angioplasty for in-stent restenosis of the large obtuse marginal coronary artery index target lesion. The patient's condition resolved on (B)(6) 2010. There was no adverse patient sequela. Although requested, there was no additional information provided.